Event description:
It was reported that (1) lcsc5 was used with new airless handpiece during a lap nissen fundoplication procedure. It was reported by the rep that the blade reportedly worked intermittently then was replaced by a new one at the request of the surgeon. The case was completed without incidence. There was no consequence to pt.